Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the external l paddles were defective, and shock cannot be delivered by device. There was reportedly no patient involvement. The site biomedical engineer worked with the philips service engineer. It was determined that this was a malfunction of the external paddles which were ordered to customer. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.